Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient the external pulse generator (epg) paced inappropriately and was specifically noted to have paced r on t. The epg was changed out and is expected to be returned for service. No patient complications have been reported as a result of this event.